Manufacturer narrative:
Natus tech support has made several attempts to follow-up with the customer with no response on status of device. No further investigation is possible.

Event description:
Natus medical received a complaint on (B)(6) 2017 that their neoblue 3 led light had only amber leds that were illuminating. Natus tech support suggested to the customer to reseat the connectors and any loose connections. The customer confirmed there was no death/serious injury, delay in treatment, or environmental/safety concerns.